Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event. Were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt ((B)(6)) experienced discharge and wound breakdown at the ipg site following a pocket revision on (B)(6) 2012 (previously reported). The discharge was described as frank pus which gradually increased in quantity. It was stated that the ipg wound became entirely open by (B)(6) 2012. Culture results identified staphylococcus aureus. The pt was treated with two courses of antibiotic therapy (flucloxacillin and metronidazole). On (B)(6) 2012, the pt felt ill and was admitted to the hospital. The scs system was removed on (B)(6) 2012. Intra-operative specimens were cultured and the results were positive for flucloxacillin-sensitive staphylococcus aureus. The pt was treated with IV antibiotic therapy (flucloxacillin) for 5 days followed by oral antibiotic therapy (flucloxacillin) for 7 days. The infection has since resolved.